Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. Corrected information: d3,g1,g2. Additional information: d4,d10,h4. H3 evaluation: an empty overwrap packet, an empty opened folder and a needle/suture piece were received for evaluation. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected, marks on body needle could be observed. The suture end was noted with a lineal cut and damaged on the surface, that appears to be by use of a surgical instrument. No functional test could be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture breakage is an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was assembled to the needle holder and passed to the surgeon. When the surgeon proceeded to give the knot, the suture burst in several attempts, so it was necessary to pass another suture. There were no adverse patient consequences reported. No additional information was provided.